Event description:
It was reported that the patient with this right ventricular (rv) lead had a severe tricuspid regurgitation with lead tethering septal leaflet of the tricuspid valve. In addition, this old rv lead was freed from the pocket, stylet was placed and the set screw was retracted. This rv lead was easily removed with manual traction without difficulty. Through an abbott large curve cps-locator sheath, a new rv lead was advanced to the rv septum site-opposite of the left bundle branch (lbb), identified via pacemapping. This rv lead was deployed and carefully tunneled into the septum. Intraoperative transesophageal echocardiography (tee) was done showing a reduction in tricuspid regurgitation now more central, although still at least moderate-severe after lead revision. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.